Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), product type catheter.

Event description:
Information was received from a consumer who was receiving 1000mcg/ml fentanyl at 459.3 mcg/day and morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. The patient reported that they had a problem in their right leg and was very weak. The patient lost control of their bladder and bowels. The patient reported this was caused by a granuloma which was removed. It was reported there was damage to the nerves from the granuloma. The patient stated they have no feeling from the waist down on their left side. The patient reported they still continue to have nerve issues since the surgery to remove the granuloma. No further complications were anticipated/reported.